Event description:
It was reported that this lead was not successfully implanted due to capture issues. The lead was capped and replaced without incident. No adverse patient effects were reported. This is a similar event as MDR 2183787-2019-00028.